Event description:
General report received of an unspecified number of undocumented incidents of non deliveries. The customer contact reported that the bolus cords were connected to the docking stations for deliveries of unspecified medications via gemstar pumps. It was reported that when the pts pressed the button on the bolus cords, no medications were delivered. The chief attending resident was notified. At that time, the chief attending resident noted that the removable retaining clips on the back of the docking stations that secured the bolus cords to the docking stations were missing. It was reported that the chief attending resident delivered the medications by either pressing the bolus button on the top of the gemstar pumps or by reconnecting the bolus cords to the docking stations and pressing the button on the bolus cords. There were no reported adverse pt effects and no reported delays in therapy critical for these pts. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the devices for eval. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).